Event description:
The valve was implanted in 2005 and reoperation was performed approximately three weeks postoperatively due to leaflet function interfernece from free-floating chordae. The chordae were removed during this procedure and the pt was in stable condition. Postoperatively, one leaflet was again not opening and the decision was made to explant the valve about six weeks later. It was reported the s urgeon believed too much of the native posterior and anterior leaflet and the chordae ahd been preserved at implant and reoperation, resulting in the leftlet impedance. It was believed the event was not valve-related.